Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign materials found could not be determined. According to the methods for procedure in line with the IFU below, we determined the suggested event can be detected / prevented. The instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had noise in the image. During evaluation, the following reportable issue found that there was foreign object coming out from the nozzle. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus facility for evaluation. In addition, evaluation found the following: the water removal ability does not meet the standard value, due to clogging of nozzle; the bending angle in up direction does not meet the standard value, due to wear of angle wire; there were scratches on the plastic distal end (c-cover), image guide (ig) protector, switch 3 (sw3), universal cord, connecting tube; the adhesive around the lightguide lens (lg) and the objective lens had white clouded area; the switch 4 (sw4)was worn; the grip was shaved; the control unit had discoloration; the universal cord and connecting tube were wrinkled; the adhesive on the bending section cover was chipped; the play of upward/downward knob was out of the standard value, due to wear of angle wire the investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.